Event description:
It was reported to nova biomedical that a consumer rec'd a result of unk high result on their blood glucose meter. The consumer administered an unk amount of insulin based on the high reading. Subsequently, the consumer experienced a hypoglycemic event requiring medical intervention. When the emts arrived they tested the consumer using their blood glucose meter getting a result of 54 mg/dl. According to the consumer, they also tested him with the nova meter getting a result of 443 mg/dl. During the call, it was revealed that the consumer improperly stores their test strips. Consumer education took place at the time of call. The test strips in question will not be returned for eval as the consumer finished the box.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.